Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.

Event description:
It was reported that during surgery the device suddenly sparked while the surgeon was using it. The surgery was extended for certain minutes but specific time was not reported. No further information is available at this point. The backup device was used to complete the case. Additional information received via email by the affiliate on 12-20. What type of procedure was this?- arcr. Where did the sparking occur, inside the patient or outside?- inside the patient did anything fall into the patient? No. Can you get the lot number of the device?- unfortunately no. Was the device new or re-processed? It was new one. Did this failure extend the procedure time greater than 30 minutes?- no.

Manufacturer narrative:
The complaint device was received and evaluated. Visual observation of the electrode reveals the distal tip shows signs of activation. There is tissue debris around the tip and saline solution stains on the device¿s surface and in the suction tube. Under magnification, it was observed that the manifold shows signs of melting between 5 - 7 o'clock positions of the tip. This damage to the tip would lead to the sparking at the active tip, confirming this complaint. This device was not tested for safety reasons. The IFU states: ¿observe extreme caution when using electro surgery in close proximity to or in direct contact with any metal objects. The majority of arthroscopes and arthroscopic instruments are metal. Do not activate the electrode while any portion of the electrode and the adjacent metal object may result in product damage.¿ no further information was provided to determine if the above mentioned factors contributed to this failure. Due to an increasing trend in the number of this reported failure, a supplier CAPA has investigated this failure. Root cause: the design is such that the operator requires a specific aptitude to ensure the glue wicks successfully this aptitude was not previously ensured by the electrode design. Corrective action: awareness retraining, clip application video retraining has been provided to the operators. This CAPA was monitored for its effectiveness and the complaint rate was below threshold, therefore initial training and awareness training was effective. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Depuy synthes has been informed that the lot number is not available.